Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer was hospitalized. The husband of the customer reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading.. It was reported that there was a possibility that the meter and insulin pump were not calibrated properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.